Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support confirmed pump was part of field correction, updated customer email, resent notice, completed form on behalf of customer, provided pump reset instructions, assisted with reset, confirmed malfunction did not recur, and advised customer to continue using pump and call back if any malfunction codes returned.